Manufacturer narrative:
The device was returned for evaluation. Incoming visual inspection found that the case was chipped. Technical visual inspection found no anomalies. Device evaluation identified a sp02 malfunction confirming the reported event. The parameter boards were replaced. The device was calibrated and diagnostics were run. The ECG test, ibp test, nibp test, shake test, sp02 test, and temp test were all performed and passed. The root cause was determined to be surface mounted components showing intermittent operation due to aging. This was not related to the previous repair. This type of event will continue to be monitored.

Event description:
Reportedly, post repair, the device had a sp02 malfunction. There was no report of patient involvement. No further information available.